Event description:
Patient reported "rupture and concern the device was part of the recall". Healthcare professional later reported "rupture"; "separation from shell" were observed during surgery. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on april 27, 2026 with lot number 2262755. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.2.

Event description:
Patient reported " rupture and concern the device was part of the recall" via "MRI, ultrasound, and mammogram". Later, healthcare professional reported rupture. This record is for the "left" side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "rupture and concern the device was part of the recall". Healthcare professional later reported "rupture"; "separation from shell" were observed during surgery. This record is for the left side. The device has been explanted.

Event description:
Patient reported " rupture" via "MRI, ultrasound, and mammogram". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.